Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used in an enteral feeding device replacement procedure. According to the complainant, the locking adapter was broken. The procedure was completed with another corflo cubby low profile gastrostomy device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and manufacture date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.